Event description:
Per the clinic, a tip fold-over was detected post-operatively. Subsequently, the patient underwent a revision surgery to reposition the electrode under general anesthesia on(B)(6) 2025.